Event description:
It was reported that after 25 minutes of starting dialysis treatment with a polyflux 170h, the patient experienced chest distress and shortness of breath. Medical intervention for the event and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
Address:(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.